Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, after a merlin@home interrogation, the device was noted to be mode switching due to an atrial arrhythmia. Abbott technical support reviewed the session records which indicate the device was pacing the atrium due to atrial undersensing. The device was reprogrammed to resolve the issue with no adverse consequences to the patient.